Manufacturer narrative:
Evaluation method: the patient's lifevest was not returned for evaluation. Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue(tm) defibrillation gel.

Event description:
During a retroactive review of distributor incident files, conducted as a CAPA in response to a recent FDA inspection, a reportable adverse event was discovered. The patient reported a skin irritation under the lifevest. The patient was prescribed a cream by her doctor which had helped the irritation but the patient reported that her skin would break out when she put the lifevest back on. During a follow up the patient reported that the rash had gotten much better due to the prescribed cream. No allegation of a device malfunction contributing to the rash.